Manufacturer narrative:
The device involved in the reported incident was not returned; therefore, a physical investigation could not be performed. However, two unused devices from the same lot number were returned to cardinal health for evaluation. The devices were received in the original sealed packages, but not in a temperature controlled package. The returned devices were visually inspected prior to deployment simulation. No anomalies were observed. Functional deployments were simulated in the bench top model. All devices deployed the sealant with the advancer tube properly engaged to the proximal tamp lock. The advancer tube of each device was successfully advanced to the marker. No resistance was felt during the deployment. The balloons were deflated, and the catheters were withdrawn through the advancer tubes without issue. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have caused the reported incident. No anomalies were observed. The review of the lot history record (f1611001) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The hydrogel swelling test data for the device lot was reviewed. It was confirmed that the lot met the minimum acceptance criteria and did not exhibit any issues that suggest that the device may have caused or contributed to the reported incident. The returned devices passed the simulation test and were deemed to be within specification. Based on the information provided and without the return of the used device, the reported event could not be confirmed and the root cause could not be determined. According to the product instruction for use, access site-related bleeding is a potential risk associated with vascular closure procedures. Furthermore, users are instructed to "apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary." Should additional relevant information become available, a supplemental MDR will be filed. This is report 4 of 8; from the same user facility and from the same lot number as MFR report #: 3004939290-2016-00318, 3004939290-2016-00319, 3004939290-2016-00320, 3004939290-2016-00322, 3004939290-2016-00323, 3004939290-2016-00324 and 3004939290-2016-00325. Event date: additional information: the event occurred between (B)(6) 2016.

Event description:
It was reported that multiple mynxgrip 5f vascular closure devices from the same lot failed. When the tamp (advancer) tube was withdrawn, the sealant stuck to it and pulled out of the patient, resulting in a small hematoma of less than 6cm in size in most cases. The device was stored per labeling, in the lab on a shelf at room temperature of less than 70 degrees. The mynx device was being used for femoral arterial closure following a neurologic procedure. The user shuttled down completely. Significant resistance was not felt when shuttling down and unusual force was not applied when retracting the sheath. Manual pressure was held for 30 minutes or less to resolve the hematoma. The patient recovered and was not hospitalized and/or the patient's hospitalization was not extended as a result of this incident. Additional information was requested, but was unknown. This is report 4 of 8.